Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device log showed short detected message to be normal operation of the device. The device log shows that a set of one-step complete pads were connected to the multifunction cable, as the reason for the reported short detected prompt. The one-step complete pads are built with a shorting cable that will allow the device to perform a 30j test. When the device detects a short, either via shorting plug or a one-step complete pads, the device will prompt a short detected message. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.